Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. The device is expected to be returned however, it has not been shipped to manufacturer. A supplemental report will be submitted upon receipt of product and product inspection.

Event description:
It was reported that during a surgical procedure, a paragon 28 hx-6 cannulated screw driver broke off at the head during insertion. The surgery was delayed by more than 30 minutes because of the efforts to find and remove all fragments. All fragments were removed.

Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. As of (B)(6) 2021, the device was not returned to the manufacturer. A review of the device history record was not conducted because the lot number information was reported as unknown by the complaint initiator. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was received on (B)(6) 2021 and was inspected. The driver sheared near the base of the hexalobe. The tip was not returned, therefore limited inspection was possible for the critical features of the tip. A review of the device history record for lot tc29656 was conducted and all inspected parts were accepted. No ncr identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.